Manufacturer narrative:
The field service engineer replaced the sample probe and performed a liquid level detection adjustment.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The reporter observed liquid level detection errors during sample measurement. The sample initially resulted in an estradiol value of > 3000 ng/l with a data flag. The sample was repeated twice on (B)(6) 2022, resulting in values of 22.34 ng/l and 21.87 ng/l. The estradiol reagent lot number was 590311. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.